Manufacturer narrative:
Device passed the displacement test. Pump error 63 alarmed during self test and confirmed in device history with variable (03) due to broken trace at keypad assembly. Volume did not change when adjusted. Audio/vibrate anomaly/absence of alarm confirmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm during self-test. Customer's blood glucose value was 300 mg/dl. The customer was assisted with troubleshooting. Customer was able to clear the alarm. Customer was unable to complete insulin pump rewind. Customer stated they got the error 3 times every time they perform a self-test. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.